Manufacturer narrative:
The subject scope was returned to the olympus repair center. The repair inspection confirmed the customers reported problem, a foreign substance was identified to be clogged inside the air/water nozzle at the distal end of the scope. As a result of the clogging of the air/water nozzle, the air/water flow and suction flow are insufficient. The repair inspection also noted the following: the bending section cover adhesive is cracked, discolored, and missing. The distal tip cover is burnt. The angulation is insufficient, and the angulation knobs have play due to stretched angle wires. The bending section is dented. There are signs of improper insertion of the instrument into the forceps channel. Small parts of the objective lens are missing. Scratches are found on the switch #1, the insertion tube, the objective lens, peeling of the paint on the air/water cylinder, and suction cylinder. Additional information was requested from the customer regarding the details of the reported event is pending. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed via repair request that the customer evis lucera elite gastrointestinal videoscope has a clogged nozzle. The customer reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide additional details of the event and the legal manufacturer¿s investigation results. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The scope was last serviced via repair in december 2021. The scope has insufficient air/water flow, the nozzle was found clogged and the distal end section was replaced. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. Based on the investigation results, the foreign material in the nozzle was recognized but unspecified. Moreover, no deformation of the nozzle was observed and there were no obvious deviation of reprocessing by the customer. Therefore, the cause of the remaining foreign material is unknown. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that no device fragment or foreign object fell into the patient with the use of the subject scope, and it was confirmed there was no adverse outcome to the patient or procedure. Additionally, the customer provided information regarding the reprocessing of the scope. The scope was cleaned, disinfected, and sterilized prior to requesting repair. The customer was unaware that a foreign object adhered to the air water nozzle of the scope but unlikely that the scope was used in a case with foreign material adhered to the scope.